Event description:
During a review of the patient's programming history, a programming anomaly was identified. On the day of implant, (B)(6) 2003, a faulted system diagnostic occurred. The patient's generator was re-interrogated and found to be at faulted settings. The output current was then programmed off; however the magnet mode output current was not corrected. At the patient's next appointment on (B)(6) 2003, the patient's settings were corrected.